Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that patient had a spot on their pump pocket site that would not heal. The healthcare provider decided to remove the pump today due to possible infection. There were no external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The pump will not be returned as the customer refused. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. The event date was (B)(6) 2021.